Event description:
It was reported via repair work order that the zoom drive is intermittent and surges while in use due to malfunctioned csi box and damaged zoom load cell weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the zoom drive is intermittent and surges while in use due to malfunctioned csi box and damaged zoom load cell weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the hazard was that the zoom drive was inoperable. This is not likely to result in serious injury or death as the failure would be obvious to the caregiver and the unit would still be mobile manually.